Event description:
It was reported that the stent dislodged from the balloon before deployment at the planned site of treatment. Another stent was used to compress the separated stent against the vessel wall while treating the lesion at the same time.